Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil was broken during repositioning. It was reported that the physician repositioned the coil one time and during repositioning the coil from inside microcatheter the coil decomposes by itself into a fine thread. The coil broke from distal to proximal region. The coil was removed slowly from patient. Another coil was used and procedure was completed successfully. No patient injury was reported.